Manufacturer narrative:
(B)(4).

Event description:
A director of employee health stated that a nurse performed a finger stick on a patient using a accu-chek safe-t-pro lancet, and the lancet did not retract. The lancet was protruding from the end of the device, and the nurse was accidentally stuck by the exposed lancet. The nurse and patient underwent testing for blood-borne pathogens, and all results were negative. The nurse received a booster tetanus vaccine due to the event. No additional medical treatment was provided. The lancets were requested to be returned for investigation; however, the box of lancets has been emptied and the lancets potentially have been combined with other lots. The lancets will not be returned. Replacement product was sent.

Manufacturer narrative:
No customer material was received for investigation. Previous investigations showed that in certain cases, the internal wings of the lancet which intentionally break during the lancet release might jam the lancet's guiding channel. This impedes the lancet retracting back into the lancet housing. The medical risk is very remote. User error could be excluded as a cause for the event. A batch record review for the complained the lancet lot ln392016 was performed and did not show any deviations.